Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
During preventative maintenance, the philips field svc engineer confirmed that the invasive pressure lateral connection was not working. There was no pt involvement.